Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the function of the indicators of the front panel of the video system center was abnormal; it was slow to turn on the device. The issue occurred during preparation for use prior to a diagnostic gastroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection. Based on the results of the following investigation, the indicators of the front panel did not light, and it was slow to turned on the device due to defective cm board. Printed circuit board failure. There was noise in the image due to the deformed video connector. Failures of the video cable connectors. Olympus will continue to monitor field performance for this device.